Manufacturer narrative:
The device has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this pacemaker tripped elective replacement indicator (eri) and was suspected to be depleting prematurely. Boston scientific technical services (ts) reviewed and discussed there was a 110-microwatt power consumption, which is over 300% of what was expected. Ts then advised to return device for analysis. This device was surgically explanted and replaced. No additional adverse patient effects were reported.